Manufacturer narrative:
Returned device was received in decent physical condition. The plunger head was full of contamination. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated. All parts of the plunger head were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a note on it indicating "show force sensor test". There were no reported adverse events.